Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomaly noted. No unexpected a17 alarm anomaly noted. No unexpected e21 after battery change alarm anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. The customer reported that the error occurred immediately after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.